Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 79-years-old patient with a elite valve model 8300ab23 implanted in the aortic position was placed under consideration for a valve-in-valve procedure after an implant duration of approximately two (2) years due to calcification leading to severe aortic stenosis. A transcatheter valve was planned to be implanted within the existing surgical device.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Serial echo images were received and reviewed by an independent expert in echocardiography. The submitted echocardiographic images are remarkable for 1) normal bioprosthesis leaflet appearance and motion early after implantation; 2) bioprosthetic leaflet calcification 2 years after implantation, with exaggerated calcification of the commissural edges; 3) an atypical appearance of the aortic bioprosthesis 2 years after implantation, with the leaflet base of the more posteriorly located leaflet apparently toward the far aortic extent of the supporting frame; 4) decreased leaflet opening qualitatively suggestive of moderate or moderate-to-severe stenosis; and 5) severe lv systolic dysfunction that is new compared to early post-operative imaging. The appearance of the valve leaflets is suggestive of structural deterioration with leaflet calcification that is atypical only in that there appears to be exaggerated calcification of the commissural edges and that calcification is occurring 2 years after valve implantation. The presence of chronic renal insufficiency requiring renal replacement therapy likely is a factor contributing to early and potentially atypical leaflet calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including dialysis and diabetes mellitus.

Event description:
Edwards received notification that a 79-year-old patient with a elite valve model 8300ab23 implanted in the aortic position was placed under consideration for a valve-in-valve procedure after an implant duration of two (2) years due to calcification leading to severe aortic stenosis. The patient was on dialysis with no symptoms of heart failure. However, during dialysis, the patient had an episode of desaturation. Consequently, a CT was performed which confirmed pleural effusion. It was also observed that the valve was calcified leading to aortic stenosis. A transcatheter valve was planned to be implanted within the existing surgical device. As per information received, the patient underwent a lad stent insertion due to stenosis two (2) days after the CT was performed. Patient was discharged home and progress is being observed in the cardiology department after discharge.